Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported an alarm was heard/confirmed by telemetry. It was stated that the healthcare professional (hcp) reported the patient was present at office today ((B)(6) 2017) and hcp heard the critical alarm sounding/critical alarm occurred. It was noted that the pump was at minimum rate. The hcp had not yet checked the logs/no troubleshooting had been performed. It was reviewed to consider checking the pump logs and consider replacing the pump. It was noted that the patient was in the battery performance field action. Manufacturer representative (rep) was to follow up with hcp and review checking logs and field action information. No symptoms were reported. The rep thought that the drug in the pump was morphine, but was not sure. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. Additional information was received from a consumer via a manufacturer representative on 2017-jun-21. It was reported that the pump had an unexpected low battery alarm and safe state. The patient had withdrawal symptoms. There were no environmental, external, or patient factors that may have led or contributed to the issue. The diagnostics/troubleshooting performed were the healthcare provider (hcp) interrogated the pump previously and the representative verified the logs on 2017-jun-21. The representative also verified that the patient was on the high-risk recall list. The pump was replaced on (B)(6) 2017 and therapy was resumed/restored. The issue was resolved at the time of the report and the patient status was alive with no injury. The patient¿s weight was asked and would not be made available. The patient¿s medical history included chronic pain. The patient was receiving 4 mg/ml dilaudid at a dose of 0.8 mg/day, 300 mcg/ml bupivacaine at a dose of 73 mcg/day, and 10 mg/ml bupivacaine at a dose of 0.25 mg/day.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the battery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was noted on the logs that on (B)(6) 2017 at 23:03 a reset, reset-low battery, and safe state occurred. Another safe state message occurred on (B)(6) 2017 at 17:53. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code (B)(4) is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.